Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to charge the ins more often. The patient stated he used to charge about every month, but since an unrelated surgery in (B)(6), he had to charge every two days. The patient said he had not been reprogrammed since around (B)(6) of last year. The patient was going to work with a local manufacturer representative to see if she could reprogram his device, so that he did not need to charge as often. No symptoms or further complications were reported/anticipated.